Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause is unknown. The device was returned unrepaired at the customer's request. If any additional information is received, a follow up MDR will be sent. The user interface module software version is vista minor(5.03.00).

Event description:
The pump was returned for preventative maintenance. The technician reported a colleague infusion pump with "no video" during service/testing by baxter. This condition had the potential to interrupt delivery. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is not available at this time.